Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. Dianeal therapy was ongoing. The patient began treatment with injection (inj) reflin- intraperitoneal injection (ip) (gram (gm), once in 2 days), inj fortum-ip (1 gm, once daily) and tablet syscan (120 gm, once daily; route not reported) for peritonitis. Patient outcome was unknown.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.